Event description:
Per the clinic, the abutment was exchanged for a longer model in the or (date not reported) due to recurrent skin irritation. The implanted device remains.

Manufacturer narrative:
Implanted device remains.